Event description:
A power source alert 07 was reported by the customer. There was no reported impact to the customer's blood glucose level. The customer used a tandem charging cable and wall adaptor, and after leaving the wall adapter plugged in for at least 30 minutes, the pump began charging, resolving the issue without further assistance required.